Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 400 mg/dl and 113 mg/dl. The customer did not mention any treatment or symptom for high blood glucose level. The insulin pump was not on auto mode at the time of incident. The customer forgot to bolus for lunch. They also reported sensor related alarms. The insulin pump will not be returned for analysis.